Manufacturer narrative:
Intuitive surgical, inc(isi) has received the small grasping retractor associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and there were no duplicate complaints identified. A system log review was performed and there were no error messages generated from the instrument usage. No images or videos of the event were provided for review. This complaint is assessed as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the instrument was found to have a broken/loose cable. There was no report of patient injury or harm related to the reported complaint.